Event description:
Original surgery in 2006. Bilateral distraction, bone didn't distract postoperatively. Revision surgery 15 days later distraction did not advance. A 2nd revision surgery was done 2/21/2006. Removed distractors and replaced with titanium distractors.